Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient saw the health care provider (hcp) on the following thursday ((B)(6) 2015), where they read the device and determined that there was no battery lapse. The cause for the incredible pain was not known, but it was noted that the issue occurred one week after refill. The patient reported that the pain came suddenly and lasted about 12 hours, but thankfully it "stopped in the same way it came." It was noted that the patient felt frightened and alone that night, and no one knew how to help. If additional information is received this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n0055338, implanted: (B)(6) 2006, product type: accessory. Product ID: 8 731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter . (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (2.0 mg/ml, 0.2932 mg/day) via an implantable infusion pump. Indications for use included spinal pain. It was reported that on friday night ((B)(6) 2015), the patient had a "re-occurrence" there they felt like the pump was not working. The patient was "suddenly back to pain before," also reported as incredibly intense pain. The patient called her hcp and was told that no hcp would come out to see if the pump had stopped. There were no alarms and by 9:00 the next morning ((B)(6) 2015) she was better. The patient had a refill on (B)(6) 2015 and a mammogram the "thursday before this event occurred." There were no noted issues with the refill or mammogram. There were no interventions mentioned. The issue was resolved and the patient was better. The patient had concerns that when she would go to the hospital for tests or anything the hcp's there knew nothing about the pump. The patient was suspecting the pump "may have stopped" friday night, but again stated she heard no audible pump alarms. The patient contacted her hcp more than once about this and had not received a call back. No cause of the pain was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.